Event description:
It was reported that the guidewire tip fractured inside the patient. A 180x25cm fathom 16 .016 peripheral guidewire was selected for a prostate artery embolization procedure. During the procedure, the guidewire tip detached inside the patient. The guidewire tip was retrieved from the patient. The patient condition post-procedure was reported as stable. It was further reported that the procedure was completed with a new device of the same model. No patient complications occurred after the procedure.

Manufacturer narrative:
Device analysis by MFR: inspection of the returned device showed that the tip was separated. The separated tip was returned and measured approximately 7cm long. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the guidewire tip fractured inside the patient. A 180x25cm fathom 16 .016 peripheral guidewire was selected for a prostate artery embolization procedure. During the procedure, the guidewire tip detached inside the patient. The guidewire tip was retrieved from the patient. The patient condition post-procedure was reported as stable.